Event description:
It was reported that, "the claimant alleges the plate snapped and a second medical opinion suggests a thicker, more robust plate should have used.". No additional information is available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.